Event description:
Power on reset parameters (por) were reported, deemed 'likely due to a voltage regulation error'. After the reset cleared, an attempted manual charge resulted in a charge circuit timeout. The device was explanted due to 'warning upon telemetry' and recommendation of a technical consultant. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.